Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to use, the xience alpine was not inspected for damage. Sometime either before or during use, the stent dislodged from the delivery system. The stent was not located in the anatomy and was not located outside the anatomy. A different device was used to treat the lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.